Event description:
Per the clinic, it was reported that the patient underwent a revision surgery on (B)(6) 2021, in order to convert the patient to a transcutaneous osia implant system. During the procedure, an implant was placed on the internal fixture.

Event description:
Per the clinic, the patient experienced an infection at the abutment site and subsequently, treated with steroid (kenalog) injections and antibiotics (date and duration not reported). However, the issue could not be resolved and the abutment was removed on (B)(6) 2021.